Manufacturer narrative:
Following explant and return for analysis, this event will be further updated.

Event description:
It was reported that during a recent visit, this device exhibited a higher degree of battery depletion, comparatively from previous follow-up assessments. Device data was sent for a technical review, at which time it was confirmed a high rate of battery consumption and unit replacement was recommended. No resulting adverse patient effects were reported and to date, no intervention taken. It was additionally reported that variable impedances were also observed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher than normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. This anomaly caused a high current drain, which over time resulted in the reported clinical observations.

Event description:
It was reported that during a recent visit, this device exhibited a higher degree of battery depletion, comparatively from previous follow-up assessments. Device data was sent for a technical review, at which time it was confirmed a high rate of battery consumption and unit replacement was recommended. No resulting adverse patient effects were reported and to date, no intervention taken. It was additionally reported that variable impedances were also observed. The device was later explanted/replaced and returned for laboratory analysis. No resulting adverse effects reported during the replacement procedure.